Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-mar-2021, UDI#: (b)(4. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a lead and pocket revision. The left lead was removed and a right side lead was implanted. The pocket was revised from right to left buttock. It was reported there was no impedance and this was a physician decision due to patient complaint of unsuccessful therapy. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1f961, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Initial aware date updated to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) manufacturer representative (rep). It was reported that the rep was aware of the revision on (B)(6) 2019. The patient was unable to provide a specific date or month that the unsuccessful therapy began, but noted that they noticed the therapy had become less effective in 2018. There were no device issues that led to the revision/replacement.